Event description:
It was reported that a spectrum pump did not infuse fentanyl as expected during therapy. The nurse noticed that the drip chamber was empty, and prior to air getting in the line, squeezed the drip chamber and made sure that the spike was securely in the fentanyl bag. Within a few minutes the pump alerted, and the nurse noted that the drip chamber was empty with visible air in the line. The remaining fentanyl was discarded and the infusion started with a completely new setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.